Event description:
It was reported that after an initial bunion surgery in 2023, a broken interfragmentary screw was removed on (B)(6) 2026 due to pain and irritation in the intercuneiform joint. No other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery in 2023, a broken interfragmentary screw was removed on (B)(6) 2026 due to pain and irritation in the intercuneiform joint. Additional information indicates the patient was excessively running and broke the screw that was initially placed from m1 to c2. The patient's bones were completely fused/healed and there was no loss of correction. No other patient outcomes were reported as a result of this event. No devices were returned for evaluation. Device-specific information was not available; therefore, a review of device history records was not able to be performed. However, all non-conformances for possible kits utilized in surgery were reviewed and no non-conformances or issues during the manufacture or release of the products were identified to date that could have contributed to what was reported. The most likely cause of the reported event is the patient's excessive post-operative activity. The broken screw was likely subjected to excessive bending stresses which resulted in its breakage and contributed to the pain and irritation. There were no reported issues with placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate.